Event description:
The nurse, reported to sales rep, that during the surgery for a trochanteric fracture, surgeon had difficulties with placing the collum screw at 135 degrees. She also reported that the surgeon could not place the distal locking screw. It was further reported that the surgeon performed the procedure successfully, except that the distal locking screw could not be locked.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.